Manufacturer narrative:
Ten unopened probes were received. Per sampling plan four samples were randomly selected. The four samples were visually inspected and found to be conforming. Samples were then functionally tested for actuation and cut and all four samples were found to be conforming for both functional tests. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The unopened returned samples were found to be conforming, therefore cutting failure as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. However, since the actual complaint samples were not returned, a root cause cannot be determined for the complaint as described by the customer. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All probes are hundred percent visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that the cutters stops working at an unknown timing of surgery. The procedure type was unknown. It was unknown if the surgery was completed. No patient impact was reported. Additional information received that cutter worked initially and then stopped during the procedure. The procedure was completed with a new cutter with no impact to the patient.